Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous phosphorous results generated by unicel dxc 800 pro clinical system. The erroneous result was reported out of the laboratory. Original and repeat results are within precision specifications. Sample information is not available. It is unknown if patient treatment was impacted by this event.

Manufacturer narrative:
Qc and calibration results were acceptable. A bci service performed preventative maintenance and routine repairs, which seem to have resolved the issue. A clear root cause cannot be determined for this event.